Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc271000/21887440. According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis adverse events that may occur and / or require intervention include, but are not limited to: occlusion of device or native vessel.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for and abdominal aortic aneurysm and bilateral common iliac artery aneurysms and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure with good results. On (B)(6) 2021, the patient presented at the hospital with a cold leg. Computed tomography (CT) scan showed thrombus/thrombosis from the flow divider of the trunk ipsilateral leg component, throughout the contralateral leg component used as the bridge graft to the iliac branch component (ceb) and down to the left common femoral artery. Additionally the ibe device on the left side looked "pancaked/crushed" on the external limb of the flow divider of the ceb device. All devices on right were patent with good flow. On (B)(6) 2021, post lytic therapy on administered on the left side the patient underwent endovascular reintervention and three gore® viabahn® vbx balloon expandable endoprostheses were implanted from the flow divider of the main trunk (infra renal) down to the external iliac limb on the left side. The patient tolerated the procedure with great results and complete flow restored to the left side.